Event description:
While using overhead lift with 4 pt spreader bar, sling lock on spreader bar released from frame. Client dropped a few inches back onto his wheelchair with no incident. It appears roll pin was missing upon mfg. MFR report # (B)(4).